Event description:
Two blood leaks occurred with one patient in 2001. Both leaks occurred within 5 minutes after start of dialysis and both were the initial use. The blood of approx. 400cc (200cc each case) was lost since the dialyzers were discarded from these incidents. Hematocrit and hemoglobin of the patient was checked. The patient was well.